Manufacturer narrative:
Mindray service representative replaced the spo2 board and fan and found the unit was packed with lint which caused overheating.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in an intermittent loss of spo2 monitoring. No patient injury was reported.